Manufacturer narrative:
A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into the emergency department with stroke like symptoms and was admitted for potential neural intervention. Mean arterial pressure (map) was in the 130s with low circulating volume. It was unknown if the hypertension was primary or secondary to stroke. Coagulation times were appropriate. After confirmation on computed tomography (CT) scan that it was multiple thrombi involved in precipitating this event, the patient was taken to neuro interventional suite and given tissue plasminogen activator (tpa) directly to intracranial circulation. The intervention doctor stated there was a large clot in the middle cerebral artery (mca). It was successfully dissolved with tpa and there are still several small clots in distal circulation that the do.